Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right atrial (ra) lead was damaged during the laser lead extraction procedure of the right ventricular (rv) lead. The patient underwent an additional surgical intervention to remove the ra lead and implant a new product. No additional adverse patient effects were reported. The complaint device was not returned by the customer; therefore, no product analysis could be performed.